Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers spouse reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was in the range of 400 mg/dl to 500 mg/dl. The customer was treated with insulin pump. It was reported that he customer was not using automode. It was reported that the customer declined troubleshooting. The insulin pump will not be returned for analysis.